Event description:
It was reported that the patient was having problems with her device and could barely take a breath. The patient went to the hospital, they thought it was a kidney stone, but it was not a kidney stone. The patient noticed a sharp pain in her back where the lead was and a pain that went from the lead to the device, which started a couple of weeks ago. It was noted that the patient fell a few months ago. When the patient laid down, she would get ¿jolts,¿ and when stimulation was at 0v, it felt like it was on full blast. Stimulation was currently turned off. It was noted that the patient recently moved and did not currently have a follow-up physician. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 39565-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead, product ID 37743, serial# (B)(4), product type programmer, patient. Product ID 39565-65, serial# (B)(4), implanted: 2009-(B)(6), product type lead. (B)(4)

Event description:
Follow up information reported that the patient had found a physician for follow up and had an appointment scheduled for (B)(6) 2013. It was also reported that the patient experienced pain in their right ¿cheek¿ whenever they sit, lies down, or puts pressure on that area. The patient was concerned when they drove as when they used ¿the pedals¿ they felt an intense pain and ¿possibly a zap¿. If additional information is received, a follow up report will be sent